Event description:
It was reported that the customer had keypad issues occur with their insulin pump. Customer's blood glucose level was not reported. Product is being replaced. No further information provided.

Manufacturer narrative:
After analysis of the product it was found that the button error alarm was due to a corroded keypad. The pump was received with cracked display window corners, a cracked reservoir tube lip and a scratched lcd window.